Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted for a therapy upgrade to a defibrillator. There were no lead complications and no patient adverse effects. Also, there were no performance anomalies with the lead.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this rv lead was explanted for a therapy upgrade to a defibrillator. There were no performance anomalies with the lead. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.